Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had multiple downstream occlusions detected with no real occlusion observed. It was also reported that this is in connection with the modification of the alarm threshold that the customer made. The event occurred in the covid zone. There was no known patient injury or medical intervention associated with this event. No additional information is available.